Manufacturer narrative:
G4:03dec2020, b4:06dec2020 . The engineer checked the machine and did not see any moisture but found a broken flow sensor. The user was provided with a quote but was rejected. No repair service performed. The customer repaired the device. No other information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:15dec2020. B4:16dec2020. The service engineer clarified there was no issue with the display; the actual malfunction was tidal volume cannot show. The issue was determined to be due to a defective gas delivery system (gds). The customer declined the quote for service and has repaired the device on their own. It was reported that the device is back to normal. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15oct2020.

Event description:
The customer reported data does not display. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.